Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been experiencing issues with the insulin pump. Customer stated the insulin pump stopped working at night, in the morning woke up with blood glucose 300mg/dl. When attempting to bolus, it did not work. The customer's blood glucose went up to 570mg/dl. Customer treated with syringe. The customer's current blood glucose was 323mg/dl. Customer stated she did not receive any alarms. Customer stated she needs to press buttons several times in order for them to work. She's also had issues where the buttons are not responding. Advised customer the insulin pump will be replaced due to the buttons not responding on the keypad.

Manufacturer narrative:
The insulin pump was received with intermittent button response on all buttons due to flattened and creased button dome switch. No unlocked lcd keypad connector during our visual inspection. However, the insulin pump passed the functional testing including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.